Event description:
A zoll patient service rep (psr) called zoll customer support to report that a (B)(6) male patient's electrode belt cable was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the cable connecting the distribution node (dn) to rear therapy electrodes was pulled from the strain relief, which damaged wires. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.